Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device was not returned for evaluation. According to the engineering review of the information provided, without a physical sample to evaluate, the physician¿s observation that during withdraw of the delivery catheter, the leading olive separated from the catheter inside the introducer sheath could not be confirmed. The likely cause for the separated leading olive could not be determined with the currently available information. The evaluation of the reported event appears consistent with a leading olive separation; however, it is not possible to determine if there was a tensile failure of the bond, no bond, or a break in the polyimide because the device was not available for evaluation. The reported customization and manipulations of the device before use may have contributed to the reported leading olive separation. According to the gore® excluder®aaa endoprosthesis instructions for use (IFU), read all instructions carefully. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient. Any modifications made to the device may cause serious surgical consequences or injury to the patient.

Event description:
On (B)(6) 2011, this patient underwent endovascular treatment using gore® endoprostheses. As a concomitant procedure, one debranch was performed. On an unknown date, enlargement of the false lumen in thoracic-abdominal part was observed. Another event was initiated to cover this information. On (B)(6) 2021, the patient underwent debranch procedure. It was reported that bypass for superior mesenteric artery and renal arteries were performed. On (B)(6) 2021, the patient underwent reintervention. It was planned to deploy an aortic extender endoprosthesis in the false lumen to cover the celiac artery at the origin of the false lumen. Reportedly, the leading end (1cm) of leading olive was cut because the leading olive part had possibility to enter blood clot part in the false lumen. The gore® excluder® aaa endoprosthesis aortic extender component was deployed without reported issues. During the catheter removal, the leading olive separated from the catheter in the 16fr sheath. It was reported the leading olive would have separated in the valve of the sheath. A catheter was inserted without realizing the separation, then the separated leading tip entered the blood vessel and moved to distal side of the superior mesenteric artery through the bypass. The separated leading olive was moved to aorta using a snare catheter and a balloon catheter. However, the separated leading olive was flowed the bloodstream and moved to the superior gluteal artery of the left internal iliac artery. It was considered that the blood vessel would be occluded but it would not be a major clinical problem. The procedure was completed without retrieval of the separated leading olive. The physician stated the following: the device was deployed in the false lumen to cover the celiac artery at the origin of the false lumen. The leading end (1cm) of leading olive was cut because the leading olive part had possibility to enter blood clot part in the false lumen. The possibility was not able to be denied that the customized device lead to the separation.